Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was separated at the y-site. This event occurred during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed to the sample using the naked eye which revealed that the tubing was separated from the luer activated valve site. A closer visual inspection showed the presence of an applicable solvent mark in the area, which revealed that there was no lack of solvent. Due to the nature of the defect no functional testing was performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.